Event description:
It was reported that the device had an asystole episode recorded right after implant possible due to loss of contact (undersensing) with electrode tissue until the pocket heals and tighten up. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.